Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID mc1vr01-delsys. Return date: 10-jun-2019. Dev rtn to MFR? Yes. Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. Blood was observed in the lumen of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup, the tether was cut at 9 cm from the distal end of the tether pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 28-jun-2020 / serial#: (B)(4). Device available for eval: no. Dev rtn to MFR? No; mfg date: 24 jan 2019; labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, a clot formed on the tether of the leadless implantable pulse generator (ipg). As a result, when attempting to pull the tether out of the ipg it would not disengage resulting in the ipg dislodging. The delivery system and device were explanted and replaced. No further patient complications have been reported as a result of this event.